Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported being woken up by a cgm low alert. The patient¿s cgm reading was 42 mg/dl. No bg meter comparison was taken at this time. The patient reported that she ¿knew the sensor was inaccurate¿ because she was not experiencing any symptoms of hypoglycemia. However, the patient self-treated based off the cgm reading by eating some soft mints and drinking some orange juice. The patient¿s cgm was reading 118 mg/dl after treatment, and the patient then decided to go back to bed. Upon waking up the next day on (B)(6) 2023, the patient did a bg fingerstick which was 570 mg/dl. The patient can not recall what the cgm comparison value was at this time. The patient had no symptoms at this time. However, the patient decided to call 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 530 mg/dl. The patient stated she was treated with a ¿saline solution¿ and insulin but cannot recall how much. The patient was transported to the hospital. The patient can not recall any of the treatment or medications she received while hospitalized. The patient was discharged home three days later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.